Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. Notes added: "7x9mm poly taken out. 7x13 cs poly put in. Reason: instability. No further information will be released due to hospital policy."